Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the five s 5.3 is connected to the c-mac monitor, the light doesn't turn on. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the errors described by the customer cannot been confirmed. Since no fault could be found during the technical inspection, it is suspected that the led on the laryngoscope is damaged and therefore no light is visible. Since this is also a monitor that only displays images, the fault must be in another component. The event is filed under internal karl storz complaint ID: (B)(4).